Event description:
It was reported that the cartridge was leaking from the septum. Customer was able to change cartridge and successfully resume insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).